Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix was disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism, there was a tip seal observation and a stylet stuck in the lead distal coil.

Event description:
It was reported that during the implant attempt the helix screw mechanism worked ok for the first time. When the helix was retracted to move the lead, the cardiologist said that the whole lead body moved but not the helix mechanism. The lead was not implanted and another lead was implanted. No patient complications have been reported as a result of this event.